Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with smashed port. Functional testing cannot be performed due to the smashed port condition. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to the smashed port condition. However, the smashed port could be a contributor factor of the reported cut failure at the time the reported event was observed. The root cause for the cutting-edge gouges is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use and it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken by the manufacturing site as it appears that the observed cut failure was due to excessive use of the probe by the user and an exact root cause for the smashed port could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not cut during surgery. The surgery was completed after replacing the ultra vitrectomy with another one. The procedure type was unknown. There was no impact to the patient.